Event description:
Autosuture 5 mm trocar was opened on field with trocar and sheath intact. Dr. Rovner torcar into abdomen. Video showed a portion of the sheath was absent with a jagged edge present. Attempts to locate and retreive the missing pieces were made. Pieces were retrieved but it was difficult to determine if all the pieces were retreived. Kub x-ray was done on patient in pacu upon order of drdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, telemetry failure, none or unknown. Conclusion: device failure directly caused event, device failure directly contributed to event, none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.